Manufacturer narrative:
During power up, the unit displayed a frozen pump error 23 screen. The down arrow keypad button did not work due to a flattened dome switch (no crease). Unable to perform the displacement test due to the keypad anomaly. Insulin pump received with a crack on the battery tube which extends to the top where the battery threads are located. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly and crack on the insulin pump housing at the battery compartment. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.